Event description:
It was reported that pump displayed non-resettable malfunction code 24 with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed warranty status and shipping details, provided instructions for storage mode and pump return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.